Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a foreign piece in between the jaws when packaged was opened. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a foreign piece in between the jaws when packaged was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Even thought it was reported that there was no patient involvement, there were signs of clinical use and evidence of blood observed on the device. Blood was observed on the harvesting handle. There was no visible material present in between the jaws. The heater wire was observed to be flexed away from the hot jaw at the center to the tip of the hot jaw. The heater wire was observed to be detached at the tip, but remained attached at the base of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿foreign material in device¿ was not confirmed, but was confirmed for the analyzed failure "material twisted bent; wire¿. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.